Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The battery returned with the device was completely depleted and the device would not function when connected to ac power. The cause of the reported issue was due to the power supply assembly. After replacing the power supply assembly, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.  Physio-control further evaluated the removed power supply assembly and determined that the reported issue was due to the eos module. Output voltage is 0 volts (should be 12 volts), which caused no ac operation and the battery could not charge.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.